Event description:
It was reported that patient's atrial and right ventricular left bundle (rvlb) lead exhibited loss of capture and decreased sensing. High threshold was noted on patient's left ventricular (lv) lead. It was further noted from x-ray and echocardiogram that all leads were dislodged, and patient's implantable cardioverter defibrillator (ICD) was migrated. It was also noted that patient experienced pericardial effusion and cardiac tamponade due to rv lead dislodgment. Pericardiocentesis was performed. The atrial, rvlb, lv and right ventricular lead and device was explanted and replaced. The patient was stable.